Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not holding a charge and had to be charged frequently. As a result, the patient underwent a procedure wherein the ipg was repositioned and replaced. The patient was doing well postoperatively. The explanted device was not returned as it was not released by the medical facility.